Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. When the stent was removed from the protective cover, it was found that the stent had been completely detached from the balloon, so it was not used.

Manufacturer narrative:
Combination product: yes. Only the stent was returned and subjected to a detailed technical analysis. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the stent was located on the transportation wire inside the protector cap. The stent was found mildly bent. The stent protector shows no damage or irregularity. The delivery system was not returned for analysis. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified.